Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and a no delivery alarm. Customer's blood glucose was 498 mg/dl. Customer's blood glucose at time of call was 347 mg/dl. During troubleshooting, customer reported she was hospitalized due to high blood glucose of 568 mg/dl. Customer had severe chest pain and was vomiting. Customer was wearing the device during time of emergency room visit. Customer was treated with insulin and fluids. Customer declined troubleshooting. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump had had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.